Event description:
Pt reports constant pain for the past month, with and without the processor in use. It does subside, but it takes all day to do so. He has not worn a processor consistently since the pain began. Pt denies trauma, illness, fall, etc. CT scan confirms the electrode is gradually migrating out of the cochlea. The electrode re-insertion surgery is scheduled for (B)(6) 2015. In case re-insertion is unsuccessful, the pt will be re-implanted.

Manufacturer narrative:
(B)(4). Device investigation did not reveal any device defect which is expected to have been present whilst implanted. Based on the received information a full insertion was achieved during implantation (as per implant registration card). Reportedly diagnostic imaging revealed that the active electrode has migrated out of cochlea, which most likely caused pain due to electrical stimulation in the middle ear. This is a final report.

Event description:
Patient reports constant pain for the past month, with and without the audio processor in use. It does subside, but it takes all day to do so. He has not worn an audio processor consistently since the pain began. Patient denies trauma, illness, fall, etc. CT scan confirms the electrode is gradually migrating out of the cochlea. Re-implantation occurred on (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for eval. When available, a device failure analysis will be submitted as a f/u report.